Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. (B)(4). A review of the device history record and the product release decision control sheet of the involved product code/lot# combination was conducted with no findings. (B)(4). For importer report, see MDR 2243441-2019-00102.

Event description:
The user facility reported that the runthrough wire broke off while placing the onyx stent in the right coronary artery (rca). They were unable to snare, so wire was tacked in with stent and left in place. The estimated blood loss was less than 250cc. The patient was in stable condition and the procedure outcome was successful. Additional information (B)(6) 2019. Procedure was a cardiac catheterization. The wire was left in the patient and tacked in with an oynx stent.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d10, update section h3, and to provide the completed investigation results. The actual sample was received for evaluation. Visual inspection revealed that the niti core-wire and the platinum coil had been fractured on the distal segment. The length from the joint of the platinum coil, stainless-steel coil and the niti core-wire to the fractured distal end was found to be 21 mm, which is short compared to the same segment of a factory-retained sample of the same product type, which is 30 mm in length. This indicated that the actual sample had a deficient of approximately 9 mm in length. The platinum coil had been detangled from the joint of the platinum coil, stainless-steel coil, and the niti core-wire and fractured. The length of the deficient in the platinum coil segment could not be estimated. Magnifying inspection of the stainless-steel coil segment confirmed that the coil had been misaligned on approximately 10mm, 17mm, and 20mm from the joint of the platinum coil, stainless-steel coil, and the niti core-wire. Magnifying and electron microscopic inspection of the fractured distal end of the niti core-wire revealed that the distal segment had been deformed in a tapered shape. The fractured surface was found to be not straight but diagonal when seen from the lateral side. The thickness of the niti core-wire was measured on the point near the fractured section and confirmed to be 0.031 mm, which is equivalent to that of the factory-retained sample, which is 0.031 mm. The outer diameter of the stainless-steel coil segment was measured on the intact segment and confirmed to meet manufacturer specifications. Reproductive testing: fracture on the platinum coil segment was performed. A product sample was subjected to repetitive bending forces at a 90-degree angle until it became fractured. Subsequent electron microscopic inspection of the fracture revealed it was not tapered off in diameter and dimple pattern had been generated on the fracture cross section surface. The state was confirmed to differ from that on the actual sample. A product sample was subjected to a one-way pulling force until it became fractured. Subsequent electron microscopic inspection of the fracture revealed the diameter of the core wire had been diminished to the distal end and the fractured surface was diagonal. The state was confirmed to be similar to that on the actual sample. A product sample was subjected to pulling force by which the shaft was formed into a loop-shape until it became fractured. Subsequent electron microscopic inspection of the fracture revealed the fracture distal end was in the curved shape and tapered and the fracture surface was rough. The state was confirmed to differ from that on the actual sample. A product sample in a bent state was subjected to successive one-way torque forces until it became fractured. Subsequent electron microscopic inspection of the fracture revealed the generation of a radial pattern on the fracture cross-section surface. The state was confirmed to differ from that on the actual sample. Reproductive testing: misaligned coil on the stainless-steel coil segment. A factory-retained runthrough ns sample. One-way torque force was applied to the test sample put in the state that its platinum coil around 25mm from the distal end was trapped. The test result showed that the stainless-steel coil had become misaligned on approximately 30-34 mm from the distal end. IFU states: manipulate the runthrough ns carefully when crossing it through a deployed stent. Stent migration, stent deformation, or breakage or separation of the runthrough ns may be caused if the runthrough ns is caught by the deployed stent. If any resistance to the runthrough ns or the dilatation catheter is felt during manipulation or if the shape, behavior or position of the guide wire's tip seems improper, e.g., in case where the tip is trapped due to vessel spasm or some other cause or the tip is folded, stop manipulating the guide wire (and the catheter) and determine the cause carefully by fluoroscopy and take suitable remedial actions. Then remove the guide wire slowly, without turning, to exchange it for a new one. Continuing guide wire or catheter manipulation in the said situations may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter. When selecting the vessel in which the runthrough ns is to be inserted or when[?]advancing the guide wire through the stenosis, do not turn the proximal end of the guide wire three or more turns in succession in the same direction if the guide wire's tip is trapped.[?]separation of the guide wire may result. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the distal segment of the actual sample was trapped due to some factors (e.g. The stent). When the actual sample in that state was exposed to excessive pulling force, the niti core wire inside the platinum coil was broken off. Subsequently, the actual sample was subjected to further pulling force, resulting in the platinum coil becoming unraveled and fractured. From the available information, however, it was not clarified how the distal segment of the actual sample was trapped. As for the misaligned stainless-steel coil, it is it is likely to have occurred when the actual sample in that trapped state was exposed to excessive torque force. However, the exact cause of the reported event cannot be definitively determined based on the available information.